Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8106248. Our records show that this is the second instance of this issue occurring in this batch of bd pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system the catheter was found with foreign matter near the catheter tip when unpacked. The catheter was replaced immediately.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system the catheter was found with foreign matter near the catheter tip when unpacked. The catheter was replaced immediately.